Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that insulin pump continued to ask to "meter blood glucose now" and was not able to update insulin pump. Customer's blood glucose was 471 mg/dl. Customer reported that ussue sometimes occurred when infusion set was changed which was the case. Customer received assistance and was educated on reason for alarm.